Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit has a thermal issue due to it smoking and hot. No patient involved or harmed.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿unit is smoking and hot¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.